Manufacturer narrative:
(B)(4). The customer service engineer (cse) reviewed ventilator logs. There were no errors codes to support the alleged malfunction. The cse was unable to duplicate the reported malfuntion. All performed tests passed per manufacturer's specifications at the time of service.

Event description:
It was reported that the ventilator "freezes intermittently." There is no reported patient harm associated with this event.